Manufacturer narrative:
Unit passed the displacement test. Pump¿s history and trace files downloaded successfully using thump software. All buttons function properly. No pump error 63 alarms noted during testing. However, pump error 63 (line number 5932 file number 632) was confirmed in the formatted history file on 03/28/2026 at 05:33:09.000. No damage noted at the electronic assemblies during visual inspection. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged pump error 63 (filenum/linenum=632/5932) was triggered in function processrfchipstuckcount(), file eventhandler.c since rf chip stuck counter value equal to 4 exceeded the limit rf_chip_max_stuck_count=3 - suspecting hw issue (rf-chip problem). Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.